Manufacturer narrative:
The referenced previously reported driveline issue was reported under medwatch MFR report # 2916596-2017-03118. Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 5 months. The device is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that during routine outpatient management, the system controller log files were downloaded and entries were noted where the pump was not able to keep the set speed. The patient was asymptomatic. The patient was previously provided with a non-grounded patient cable for use with the power module due to known driveline issues. The system controller was exchanged and driveline fault alarms re-occurred. On (B)(6) 2018, a distal end percutaneous lead (driveline) replacement was performed; however, system controller log files again showed unexpected behavior of one of the phases, along with new driveline fault alarms. The pump was subsequently exchanged on (B)(6) 2018. No additional information was provided.